Event description:
It was reported during an atrial fibrillation (afib) procedure, the lasso catheter was displayed completely out of the fast anatomical mapping (fam) shell after the physician moved the lasso catheter from the left vein to the right vein and then moved the c arm from lao to rao. There were no error messages displayed and also no patient movement. Upon request, additional information was provided on the event. There was a mapshift issue. There was no warning message. However, when the lasso catheter was moved to the right veins, it was clear that there was a shift because the lasso catheter was completely outside of the original fam shell. The mapshift did not occur during rf ablation. They did not perform a cardioversion prior to the mapshift. The back patches did not move. The acl function was in use to visualize the loop of the lasso catheter. Both the magnetic navigation catheter and the acl catheter moved relative to the map in the same direction and the same amount of shift which was approximately 10-20 mm. The lasso catheter was connected to the 20a port. The ablation catheter was connected to the map port. The catheters and cables were replaced. The physician had to do a new fam map in order to complete the procedure. The procedure was completed successfully. The carto 3 system was used afterwards with no issues. There was no patient injury reported in this procedure. The complaint was sent to the quality engineer to perform assessment. On (B)(6) 2014 the quality engineer assessed the complaint file. At this time, it was evaluated that with this specific type of movement, there should be an error message displayed. For this event, no error message displayed. Since it was assessed by the quality engineer that with this specific type of movement an error message should have displayed, this complaint was evaluated as a reportable malfunction, thus marking the assessment date of (B)(6) 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4). The issue was related to both: magnetic and acl shift as the magnetic navigation catheter and the lasso catheter (acl) moved relative to the map. There was no patient movement. There was no error message, but one should have displayed. The procedure was continued with a new study. The related data was sent to the carto manufacturer (htc). Unfortunately, the data collected from the system included corrupt zip file and could not be analyzed. No root cause of the failure can be determined based on the available information. A device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. The complaint was not confirmed.